Event description:
Caller alleged discrepant inratio2 precision results. Results as follows: date: (B)(6) 2013, inratio: 1.4, 1st retest: 3.7, 2nd re-test: 4.0, 3rd re-test: 2.6. All tests were performed within 1.5 hours. Therapeutic range: unk.

Manufacturer narrative:
Inratio precision data provided by end-user; date: unk, 1st inr = 1.4, 2nd inr = 3.7, 3rd inr = 4.0, 4th inr = 2.6, mean = 2.93, sd = 1.18, %cv = 40.39. Inratio meter results failed the criteria for precision, generating a %cv more than 20%. Since a lot number was not provided, and the product associated with the complaint was not returned, product support was unable to perform further investigation. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without add'l info. Unable to perform retained strip test due to unk strip lot number. No further investigation is possible. Trend analysis is not required at this time, as no strip lot info was provided. This issue will be subject to future tracking and trending. Corrective action is not required at this time.